Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The investigation is complete. Telephone number: (B)(6). Review of the most recent repair record determined the rpms were out of specification on the low end. The motor was replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Device is used for treatment. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
It was reported that the motor of the handpiece has no response while depressing the throttle. No patient harm or surgical delay occurred. Upon completion of the investigation it was determined that the rpms were out of specification on the low end. No adverse events were reported as a result of this malfunction.